Manufacturer narrative:
The impella was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella cp pump inserted in the left femoral for myocarditis. It was reported the patient developed massive bleeding from the impella access site. Although surgical treatment was performed, hemostasis was difficult, and impella was removed. No further information was provided.